Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2012, the patient underwent surgery with gamma3 nail. (B)(6) 2013, the surgeon found that the lag screw had cut out of the femoral head. The surgeon performed revision surgery on (B)(6) 2013 and implanted a bha. This case was acquired from the central japan journal of orthopaedic surgery & traumatology.